Event description:
It was reported that the pt underwent surgery in 2005. It is reported that a hole in the resected area of the colon allowed fecal substance to enter the pt's abdominal area for severeal weeks, causing an infection, resulting in an additional surgery and current hospital care.